Manufacturer narrative:
The guidewire was returned for analysis without the velocity (penumbra) catheter. Therefore, any contributing factors from the catheter could not be assessed. Based on the device analysis, the reported information and the scanning electron microscope (sem) analysis; the customer's report of ¿guidewire separation¿ was confirmed. The guidewire was returned separated. Per the sem analysis, fatigue features (cracks) are visible on the wire¿s outer surface while ductile overload features are visible on the wire¿s inner surface. In addition, a crack is visible within the fracture surface. However, it is not possible to determine if the crack is pre-existing. It is possible that the reported shaping of the guidewire may have contributed to the device separation. However, the cause could not be determined. All products are 100% inspected for damages and irregularities during manufacture.

Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed.

Event description:
Medtronic received information that during thrombectomy procedure, the tip of the micro guidewire broke and was blocked within the microcatheter. During the procedure, the physician was trying to advance the guidewire as usual but he felt no response. He decided to remove the catheter and guidewire together out of the patient. The physician removed the guidewire to flush the microcatheter on the table. When the physician removed the guidewire, it was noticed that the tip was broken. The tip was found when the microcatheter was flushed and drained. There has been no consequence to the patient. The procedure was completed using another device.